Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient asked if it was normal that the ins moved when they would lie down. The patient stated it ¿sticks out more.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated belt won¿t stay clipped event captured in (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(4), 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).